Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to include revisions / clarification to the product investigation. Investigation summary: the non-sterile 2.00mm x 3.00cm galaxy g3 mini coil was received contained in a pouch. Visual inspection was performed. The device positioning unit (dpu) was observed kinked. The introducer was separated from the unit, however, there was no damage noted on the introducer. A microscopic inspection was performed. The marker band was found at 38 cm from the distal end; this is within specification. The embolic coil was observed mechanically detached from the device, but it was not included among the components of the device that were returned. The distal outer sheath had not been softened, an indication that the resistance heating (rh) coil had not been heated and the coil detachment process has not been initiated. There were no other damages observed. A review of manufacturing documentation associated with this lot (l15682) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no nonconformances related to device manufacture or inspection. All product rejected during manufacturing was identified as scrap and properly accounted for. The complaint documented that the 2.00mm x 3.00cm galaxy g3 mini coil was inserted into the concomitant microcatheter, the delivery wire was not able to advance. During the attempt to remove the coil from the patient, the coil unraveled and there was resistance felt. The coil could not be resheathed and eventually became separated in the microcatheter hub. During the microscopic inspection, it was observed that the coil had been mechanically detached; it got separated from the proximal end of the coil where it is connected to the resistance heating (rh) coil component. The embolic coil was not returned for evaluation; but there was no evidence that the resistance coil had been heated indicating that the detachment cycle was not initiated. The issue of the coil becoming separated was not confirmed. The embolic coil was not returned and as such, the issue could not be confirmed. The coil was mechanically detached from the device, the actual condition of the embolic coil cannot be determined; whether the actual coil became separated into two or more pieces cannot be confirmed. Without the actual embolic coil being available for return, the issue of the coil becoming unraveled was not confirmed. The introducer did not have any damage on it, but it was separated from the device; the issue of the coil not being able to be resheathed was confirmed based on the condition of the introducer being separated from the device. The kinked dpu precluded the device from undergoing functional evaluation to test for the reported resistance issue. The kinked dpu and the mechanically detached coil were likely due to excessive force applied during the attempt to remove the coil from the patient. Inadvertent force may have been applied during the attempt to retract the coil for removal and may have resulted in the kinked dpu. The investigational findings for the returned 2.00mm x 3.00cm galaxy g3 mini coil are consistent with the observation made from the preliminary photo images captured and included in the complaint file by the j&j japan affiliates. The photos showed the device positioning unit (dpu) in kinked condition. The introducer was observed appreciably separated from the unit and the resistance heating (rh) coil was not heated. The embolic coil was also noted as not included with the returned device and its respective components. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. This is one of two products involved with the complaint and the associated manufacturer report numbers are: 3008114965-2020-00166 and 3008114965-2020-00170. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR is to include the additional event information received on 6/5/2020. [Additional information]: the healthcare professional reported that during an emergent coil embolization of an aneurysm at the posterior inferior cerebellar artery (pica), the seventh and eighth coils chosen were cerenovus coils. As the sheath introducer pushed against the hub of the concomitant sl-10® microcatheter (stryker), the 2.00mm x 3.00cm galaxy g3 mini coil (glm920030 / l15682) was inserted but the delivery wire was not able to advance. The physician attempted to remove the coil from the patient, but the complaint coil became unraveled a there was resistance felt. The coil could not be re-sheathed, and the embolic coil eventually became separated in the hub of the concomitant microcatheter. The coil was replaced with the 1.50mm x 4.00cm galaxy g3 mini coil (glm915040 / l14476). The physician did not notice that the 2.00mm x 3.00cm galaxy g3 mini coil was still in the microcatheter and the replacement coil bumped into the remaining portion of the previous coil and became stuck. Both coils were removed and replaced with competitor coils and the procedure was completed using eight coils. Additional information was received on june 5, 2020, that stated that the event did not result in any reduced or restricted blood flow in the parent vessel. The procedure was not prolonged nor significantly delayed as a result of the reported event. There was no report of any patient adverse event or complication associated with the reported issue. E.1: the initial reporter phone: (B)(6). This is one of two products involved with the complaint and the associated manufacturer report numbers are: 3008114965-2020-00166 and 3008114965-2020-00170. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report that the product was received by the lab on 06/05/2020; the returned product underwent evaluation and analysis. [Conclusion]: the healthcare professional reported that during an emergent coil embolization of an aneurysm at the posterior inferior cerebellar artery (pica), the seventh and eighth coils chosen were cerenovus coils. As the sheath introducer pushed against the hub of the concomitant sl-10® microcatheter (stryker), the 2.00mm x 3.00cm galaxy g3 mini coil (glm920030 / l15682) was inserted but the delivery wire was not able to advance. The physician attempted to remove the coil from the patient, but the complaint coil became unraveled and there was resistance felt. The coil could not be re-sheathed, and the embolic coil eventually became separated in the hub of the concomitant microcatheter. The coil was replaced with the 1.50mm x 4.00cm galaxy g3 mini coil (glm915040 / l14476). The physician did not notice that the 2.00mm x 3.00cm galaxy g3 mini coil was still in the microcatheter and the replacement coil bumped into the remaining portion of the previous coil and became stuck. Both coils were removed and replaced with competitor coils and the procedure was completed using eight coils. Additional information was received on june 5, 2020, that stated that the event did not result in any reduced or restricted blood flow in the parent vessel. The procedure was not prolonged nor significantly delayed as a result of the reported event. There was no report of any patient adverse event or complication associated with the reported issue. The product was returned for evaluation and analysis. The investigational finding is documented below. Investigation summary: the non-sterile 2.00mm x 3.00cm galaxy g3 mini coil was received contained in a pouch. Visual inspection was performed. The device positioning unit (dpu) was observed kinked. The introducer was separated from the unit, however, there was no damage noted on the introducer. A microscopic inspection was performed. The marker band was found at 38 cm from the distal end; this is within specification. The embolic coil was observed mechanically detached from the device, but it was not included among the components of the device that were returned. The distal outer sheath had not been softened, an indication that the resistance heating (rh) coil had not been heated and the coil detachment process has not been initiated. There were no other damages observed. A review of manufacturing documentation associated with this lot (l15682) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no nonconformances related to device manufacture or inspection. All product rejected during manufacturing was identified as scrap and properly accounted for. The complaint documented that the 2.00mm x 3.00cm galaxy g3 mini coil was inserted into the concomitant microcatheter, the delivery wire was not able to advance. During the attempt to remove the coil from the patient, the coil unraveled and there was resistance felt. The coil could not be resheathed and eventually became separated in the microcatheter hub. During the microscopic inspection, it was observed that the coil had been mechanically detached; it got separated from the proximal end of the coil where it is connected to the resistance heating (rh) coil component. The embolic coil was not returned for evaluation; but there was no evidence that the resistance coil had been heated indicating that the detachment cycle was not initiated. The issue of the coil becoming separated was confirmed. Without the actual embolic coil being available for return, the issue of the coil becoming unraveled was not confirmed. The introducer did not have any damage on it, but it was separated from the device; the issue of the coil not being able to be resheathed was confirmed based on the condition of the introducer being separated from the device. The kinked dpu precluded the device from undergoing functional evaluation to test for the reported resistance issue. The kinked dpu and the mechanically detached/separated coil were likely due to excessive force applied during the attempt to remove the coil from the patient. Inadvertent force may have been applied during the attempt to retract the coil for removal and may have resulted in the kinked dpu. The investigational findings for the returned 2.00mm x 3.00cm galaxy g3 mini coil are consistent with the observation made from the preliminary photo images captured and included in the complaint file by the j&j japan affiliates. The photos showed the device positioning unit (dpu) in kinked condition. The introducer was observed appreciably separated from the unit and the resistance heating (rh) coil was not heated. The embolic coil was also noted as not included with the returned device and its respective components. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. This is one of two products involved with the complaint and the associated manufacturer report numbers are: 3008114965-2020-00166 and 3008114965-2020-00170. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Procode is krd/hcg. The device is available to be returned for evaluation and testing. However, it has not been received to date as indicated as ¿other¿ in this section as the reason for non-evaluation. If the device returns, a device investigation will be performed. [Photo analysis]: preliminary photo images of the 2.00mm x 3.00cm galaxy g3 mini coil were captured by the j&j (B)(6) affiliates and included in the complaint files. Based on the review of the photos by the product analysis lab on (B)(6) 2020, the device positioning unit (dpu) is in kinked condition. The introducer is appreciably separated from the unit. The resistance heating (rh) coil was not heated. The embolic coil was not returned. Further investigation will be performed by the product analysis lab when the complaint device is returned. A review of manufacturing documentation associated with this lot (l15682) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no nonconformances related to device manufacture or inspection. All product rejected during manufacturing was identified as scrap and properly accounted for. This is one of two products involved with the complaint and the associated manufacturer report numbers are: 3008114965-2020-00166 and 3008114965-2020-00170. . The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during an emergent coil embolization of an aneurysm at the posterior inferior cerebellar artery (pica), the seventh and eighth coils chosen were cerenovus coils. As the sheath introducer pushed against the hub of the concomitant sl-10® microcatheter (stryker), the 2.00mm x 3.00cm galaxy g3 mini coil (glm920030 / l15682) was inserted but the delivery wire was not able to advance. The physician attempted to remove the coil from the patient, but the complaint coil became unraveled a there was resistance felt. The coil could not be re-sheated and the embolic coil eventually became separated in the hub of the concomitant microcatheter. The coil was replaced with the 1.50mm x 4.00cm galaxy g3 mini coil (glm915040 / l14476). The physician did not notice that the 2.00mm x 3.00cm galaxy g3 mini coil was still in the microcatheter and the replacement coil bumped into the remaining portion of the previous coil and became stuck. Both coils were removed and replaced with competitor coils and the procedure was completed using eight coils. There was no report of any patient adverse event or complication associated with the reported issue.